Event description:
It was reported that during a da vinci-assisted surgical procedure, one of the arms of the cadiere forceps instrument fell off into the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the nurse and obtained the following additional information: the nurse confirmed that jaws of the cadiere forceps instrument had fallen during the procedure. It was noted that the instrument was not inspected prior to use. At the time the jaws broke the instrument was grasping tissue and had occurred at the beginning of the case. It was noted that the instrument had never been removed prior to the jaws breaking. No instrument collision was observed. Another grasper instrument was used to retrieve the fragment. The nurse confirmed a visual confirmation was performed to verify all fragments were retrieved. Addition post-operative test like x-ray or ultra sounds were not taken. It was noted the surgeon did not experience any instrument functionally issues during the case. Upon final removal of the cadiere forceps instrument, the nurse informed the wrist was straighten and no resistance was felt. There was no damage observed on the instrument nor the cannula after the instrument removal. A backup instrument was used to continue. No post-surgical complication were noted. No video/image was available for review. The procedure was completed robotically with no patient injury or harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed and replicated the reported complaint. For clarification, the cadiere forceps instrument was found to have a broken grip at the grip base. A piece approximately 0.209¿ x 0.680¿ was found to be broken off the yaw pulley. It was noted the broken piece was returned. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the instrument jaws. A remotefe log review was conducted, which resulted in the following findings: it was confirmed the cadiere forceps instrument was last used on (B)(6) 2020 during a pulmonary lobectomy procedure with dr. John breard on system sk3430. The instrument had 6 lives remaining. A review of the site's system logs for the reported procedure date was conducted by rpms analyst. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.